Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot#: (B)(6), UDI#: (B)(4), h3) the camera was returned to the manufacturer for evaluation. After functional testing, physical examination, and proceduralized device testing, the reported issue was confirmed. The results of the analysis concluded that the camera had electrical failure. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent illuminator current low, and intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. Codes: b01, c02, d02 h3) a manufacturer representative (rep) went to the site to test the navigation system. The camera was replaced and the system performed as intended. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a localizer faulted error upon booting up. There was no patient involvement. From attached image, there was a "bump detector battery fault. Return for service," "bump detected. Accuracy assessment recommended," and "storage temperature exceeded" error messages on the monitor.